Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (s/n (B)(6)) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for unknown indications for use. It was reported that rep called with pt in healthcare provider (hcp) office. Rep stated that pt had her controller plugged into ac power all night and this morning the controller was not charged. Pt plugged it in at the hcp office and after 10 min the controller appears to be incrementing in charge. Rep asked if there is a way to "triage the li battery" patient services specialist (pss) asked if pt had tried a different outlet in the house and pt stated no. Pss suggested that pt try a different outlet in the house and if there is any issue call back but for now the controller seems to be charging while plugged in at hcp office. Additional information was received from the patient (pt). Pt called back and said that they spoke with the mdt rep (who called in this case) today and they told them to call ps. Pt said that their controller went unresponsive while charging their implant and this is the second time this has happened and the first time was two weeks ago. Pt said the controller was plugged into the wall and the ac power supply was lit up green but the controller was unresponsive. Pt said when the controller went unresponsive while charging their implant, the controller was blinking but the up and down arrow and white on/off button wouldn't wake up the controller. Pss had pt reset their controller. Pt saw no visible damage to the battery pack, controller contacts or controller port. After reset, the controller was responsive and charging from the wall. Pt said the controller was at 90% and their implant battery was low. Pt saw no visible damage to the recharger. Pt started a charging session with their implant and was able to connect with "excellent" charge quality. Pt said that the controller screen went blank while charging, but they were able to wake up the controller. No symptoms were reported. A replacement recharger was sent out. The patient reported they received the paddle replacement and everything was responding to charging now.